Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The lead was explanted due to high impedance.

Event description:
It was reported that, "broken strike plate on broach handle broke when surgeon was backing broach from femoral canal. Slotted mallet was used during surgery. Broach is approximately 2 years old."

Manufacturer narrative:
The reported high lead impedance was verified in the laboratory. Analysis revealed that the sensing coil was fractured close to the crimp sleeve to the connector ring. The connector ring crimp sleeve was exposed outside the connector bore resulting in the sensing coil being exposed to increased stress and an accelerated fatigue. Over time, the sensing coil fractured.